Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl and current blood glucose value was 256 mg/dl. Customer stated that 3 infusion sets had bent cannula due to which he got insulin flow blocked alert in 2 weeks. Customer been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer treated for high blood glucose using insulin pump. Customer was not able to troubleshoot at time of call. Customer stated was unable to determine the cause of the issue. Customer stated the bent cannula occurred on first day of use which customer noticed on insertion. Customer stated non-serialized product was being replaced. The insulin pump will not be returned for analysis.